Manufacturer narrative:
New information: this is a follow up report to remove adverse event from the initial report. The consumer reported she went to urgent care and saw her pcp. She had taken an ambulance to the hospital because she was throwing up and too sick to drive. She was not diagnosed with tss. She was diagnosed with a bacterial infection. She reported her symptoms were now resolved.

Event description:
This is a follow up report to remove adverse event from the initial report. The consumer reported she went to urgent care and saw her pcp. She had taken an ambulance to the hospital because she was throwing up and too sick to drive. She was not diagnosed with tss. She was diagnosed with a bacterial infection. She reported her symptoms were now resolved.

Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that five days after the last day of her menstrual cycle a piece of tampon came out of her while she was using the bathroom. She stated that shortly after her period ended she experienced an irritation with itchiness, odor, and blood when wiping. She also experienced vaginal discharge, chills, lightheadedness, and discomfort from the irritation. Consumer stated she might have tss and plans to go to the emergency room.